Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient stopped using/charging the ins 18 months after implant because the therapy wasn't helping much. The patient met with someone for reprogramming prior to discontinuing use of the ins but the new settings did not resolve the issue. The ins was depleted. The patient had a spinal fusion in (B)(6) 2017 which helped with their pain, and now the patient wants to try using the ins again to help it even more. The patient was unable to charge the ins and thought it needed to be restarted. The patient was redirected to their managing physician. No further complications were reported. On (B)(6) 2018, additional information was reported that the patient has had their ins off for a least 3 years, and it unable to turn it on now. The patient wants to start using it again. The patient wants a manufacturing representative (rep) to meet him at his next appointment on (B)(6) to jump the battery. No further information was reported. On (B)(6) 2018, additional information was received from a manufacturer representative (rep) reporting that the cause of the patient not being able to turn their device on was due to it being overdischarged after they had not used or charged it for over three years. It was indicated that the patient¿s device was confirmed to be overdischarged by the rep¿s partner, when they met with the patient and interrogated the ins on (B)(6) 2018. It was reported that the rep had attempted to jumpstart the battery three times with no success. The patient was discussing ins replacement with their managing physician. The issue had not been resolved at this time as they were awaiting replacement. No further complications were reported/anticipated.